Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6)2014 with the following findings: a battery compartment crack was observed. The battery cap was unable to be removed from the battery compartment. The battery cap was found to be damaged. Moisture was observed in the battery compartment. A battery compartment leak was discovered during leak testing. No damage or defect was observed to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap could not be removed and there was evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.